Event description:
It was reported that when an asymptomatic patient presented in the clinic, non sustained lead noise due to post paced t wave oversensing was observed on a stored egm. Programming changes were made and device remains implanted.